Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The subject device had no malfunction. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on similar cases in the past, it is known that failure of energization may occur due to decreasing of the current density. It is known that the decreasing of the current density is caused by increasing of contact area between the tissue and the subject device. The instruction manual of the subject device warns; pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor activated the subject device for hemostasis during a gastroscopy. But the activation of subject device was an insufficient. The doctor selected a higher output setting, but the activation was still insufficient. Therefore the doctor suspended the procedure. On the second case of the same day, the doctor completed the procedure with another device.